Event description:
It was reported that the printer be repaired on the programmer. The programmer was returned for service. It was analyzed and tested out of specification. There was no indication given that there was any patient involvement associated with this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the printer clicks when printing reports. It was also noted that the electrocardiogram (ECG) connector was loose on the link electronic module (lem) circuit board, the right keyboard hinge was broken and the stylus was missing. (B)(4).